Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope's angulation was reduced. There was no report of patient harm. The device was returned, evaluated, and a foreign material was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
E1) establishment name: social welfare corporation imperial gift foundation, (B)(6) hospital- noting due to character limit. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The bending angle in the up direction did not meet the standard value due to wear of the angle wire. In addition to the foreign material found in the nozzle due to insufficient cleaning, other evaluation findings are as follows: the play of the upward/downward knob was out of the standard value due to wear of the angle wire; the adhesive on the bending section cover had a crack; the water removal ability did not meet the standard value due to clogging of the nozzle; the plastic distal end cover had a burn; and the distal end was deformed. Lastly, there were scratches on the following parts: the bending section cover, the bending section cover adhesive, the plastic distal end cover, the connecting tube, the protector of the universal cord on the suction connector side, the scope connector cover, the forceps elevator lever, the forceps elevator knob, the upward/downward knob, the right/left knob, the switch box, the scope cover, the suction connector, the universal cord, the grip, and the control unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.